Event description:
Caller reported a malfunction on pump, which led to customer's blood glucose level exceeding 500 mg/dl, displayed as "high." Customer addressed high blood glucose by administering a correction injection without requiring assistance from a third party. Technical support provided information to reset pump, which resolved the malfunction without recurrence, allowing the customer to continue using pump. Customer was instructed to contact technical support if malfunction recurred and acknowledged this guidance.